Event description:
#Medwatcher #(B)(4). Physician unable to place both coils at time of insertion. What was meant to be a 10 minute procedure turned into a 45 minute nightmare that resulted in me having to return the following month for placement of second coil. Side effects since insertion - chronic pelvic pain, chronic joint pain (hips and knees,) menstrual pains daily - in and out of cycle, abnormally heavy bleeding with clots, anxiety, weight gain, depression, hair loss and others.